Manufacturer narrative:
One device was received for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed, and no leaks were observed from the recirculation fluid paths. The complaint of leakage cannot be confirmed nor replicated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ffp was seen in the tank and the heating hose seemed to look cloudy. There was no patient harm occurred because the system was immediately dismantled to avoid any risk to patient. The event occurred during the operation, and the event was noticed after a plasma supplement was attached.